Event description:
It was reported that an altitude alarm occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 342-343 mg/dl.